Event description:
The customer contact reported a leak. At an unspecified time, the pca extension tubing set was to be used to deliver an unspecified concentration of hydromorphone, at an unspecified rate, via a pca pump. At an unspecified time, the female adapter of the anti-siphon valve of the pca side of the tubing set was connected to a pca injector assembly inside a pca vial. It was reported that during priming of the tubing set, an unspecified volume of solution leaked from an unspecified location of the anti-siphon valve of the tubing set. No specific details were provided. The tubing set was replaced and the therapy was initiated. Though requested no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.